Manufacturer narrative:
A visual inspection of the incident sample found that the plastic on the rear of the jaw had melted from excessive heat. The instrument functioned properly when sealing simulated tissue. The root cause of the incident was determined to be an insufficient gap at the back of the jaw causing the device to short. To eliminate this problem, a change was implemented on april 18, 2008 in order to make the jaw gap more consistent from front to back. This device was manufactured prior to implementing the change.

Event description:
The report stated that during an appendectomy, there were flames at the back of the instrument jaws when the tips were closed on tissue. The surgeon stopped activating the device. There was no pt injury.